Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A customer service engineer (cse) was dispatched to the customer's site. The cse replaced a wash 1 valve and associated tubing and a new pump 7. The cause of the discordant, falsely elevated cardiac troponin I results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur cp instrument. The initial result for sample ID (B)(6)was reported out to the physician(s), who questioned the result. The original sample was repeated on the same instrument, resulting lower. A corrected report was issued. The customer found another elevated result and repeated the same sample and the same instrument. The customer did not report out the initial result. The repeat result was reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I results.